Event description:
Discordant (B)(6) immulite 2500 stat troponin assay results were obtained on a patient sample when run in duplicate and repeated on another immulite 2500 system. The (B)(6)troponin result was reported by the customer. The immulite 2500 troponin results are discordant when compared to another test method. There was no known report of pt treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.

Event description:
Discordant (B)(6) immulite 2500 stat troponin assay results were obtained on a patient sample when run in duplicate and repeated on another immulite 2500 system. The (B)(6)troponin result was reported by the customer. The immulite 2500 troponin results are discordant when compared to another test method. There was no known report of pt treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.

Manufacturer narrative:
Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to another troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Event description:
Discordant (B)(6) immulite 2500 stat troponin assay results were obtained on a patient sample when run in duplicate and repeated on another immulite 2500 system. The (B)(6)troponin result was reported by the customer. The immulite 2500 troponin results are discordant when compared to another test method. There was no known report of pt treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.

Manufacturer narrative:
Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to another troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to another troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the system data indicate that there are no known causes for the discordant immulite 2500 (B)(6) stat troponin result compared to another troponin assay method. It was noted that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications.

Event description:
Discordant (B)(6) immulite 2500 stat troponin assay results were obtained on a patient sample when run in duplicate and repeated on another immulite 2500 system. The (B)(6)troponin result was reported by the customer. The immulite 2500 troponin results are discordant when compared to another test method. There was no known report of pt treatment being altered or adverse health consequences due to the discordant (B)(6) stat troponin assay results.